Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a sensor wire that was left in patient's skin after removal of sensor pod on the 7th day. The sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported taking patient to urgent care to have an x-ray performed on (B)(6) 2015. X-ray confirmed that the missing sensor remains in the patient's skin. Patient's mother reported that sensor wire is not protruding from the skin. At the time of contact, patient's mother stated that they will be waiting to see if the sensor wire works its way out of the skin. Additionally, patient's mother reported current condition of patient as fine. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.